Event description:
A malfunction alarm was reported with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump. The customer, who did not have a backup therapy at the moment, was advised to reach out to their healthcare provider.